Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the liquid crystal display (lcd) panel. The device passed extended self-test (est) and short self-test (sst). Covidien ref: (B)(4).

Event description:
Service report shows that an 840 had erratic graphical user interface (gui) display. The device was not being used on patient when event occurred.